Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via crts (customer response tracking system) regarding a 40 year old female patient receiving morphine (unknown; 10mg/ml concentration at 7.5mg/day) via an implanted infusion pump. The indication for use was noted as failed back surgery syndrome and spinal pain. On (B)(6) 2015 the consumer reported that ongoing volume discrepancies (actual residual volume (arv) greater than expected residual volume (erv)) have been occurring at refills for the last several months since prior to (B)(6) 2015. At an unknown date prior to (B)(6) 2015 there was less than about a 0.5cc discrepancy. In (B)(6)there was a 1cc discrepancy. At the refill in (B)(6) 2015 the erv was 18cc and arv was 20cc. On (B)(6) 2015 the refill healthcare provider (hcp) had extra drug back but no actual numbers were stated to the patient. No symptoms were reported. The consumer mentioned that a catheter dye study was done (B)(6) 2015 and the catheter was patent and flowing properly per the hcp. The hcp increased the daily dose from 7.0mg/day to 7.5mg/day in (B)(6) and was planning to increase the dose to 8.0mg/day two weeks. Follow up was being conducted to obtain further information regarding when the patient first started experiencing volume discrepancy, whether the cause of discrepancy had been determined, actions/interventions taken and whether the issue had been resolved.